Event description:
Event description guidant received information that this implantable left ventricular lead exhibited elevated pacing thresholds and diaphragmatic stimulation. These observations were made approximately one month post implant. Evaluation of the lead demonstrated that it had dislodged. The physician elected to reposition the lead, which was successfull. No additional patient symptoms or complications were reported with the lead dislodgement.